Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high sensor scan result compared to an adc meter. The customer experienced a loss of consciousness and an ambulance was called. Paramedics obtained an unspecified capillary result and administered an unspecified injection for treatment. There was no report of death or permanent impairment associated with this event. A sensor scan result of 21 mmol/l was compared to reading of 9.6 mmol/l obtained on adc meter, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.